Manufacturer narrative:
The reported event was unconfirmed. Received (3) photo samples. First photo sample shows overview of catheter with an asymmetrical balloon. Second photo sample zooms in on end of catheter with inflated balloon. Third photo sample shows inflation cap. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted that the catheter was visually inspected, and no obvious defects were noted. Using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and no leaks observed. Catheter drained 10ml of fluid when allowed to passively drain for 5 minutes using in house syringe. Catheter was filled with 10ml of mbs using in house syringe with an (in-house) valve. (In-house) valve was visually inspected and showed no obvious defects. Slight resistance felt while filling. Catheter drained 10ml of fluid when allowed to passively drain for 5 minutes using (in-house) syringe within house valve. Catheter balloon was dissected, and notch perforation was noted. No root cause could be found because the reported event was unconfirmed. A DHR was not required since the reported failure was unconfirmed. As the reported event was unconfirmed a labeling review was not required. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after injection, it was confirmed that the foley catheter was fixed, but it naturally came out after about 3 days. Sterile water was injected again to check, but no abnormalities were found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after injection, it was confirmed that the foley catheter was fixed, but it naturally came out after about 3 days. Sterile water was injected again to check, but no abnormalities were found.